Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 522-582 mg/dl with moderate ketones. Customer went to the emergency room (ER) for elevated blood glucose. Customer was treated intravenously with fluids of saline and insulin and was released a day later with the issue resolved and no permanent damage. Tandem technical support follow up with customer and the pump is functioning as intended.